Event description:
It was reported by service report that the foot end lift handles were pulling out of the foot end. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end lift tube; tube plug.